Event description:
It was reported that the patient with this spectra penile prosthesis (spp) presented with infection and foreign body in the penile implant. The device explanted. No additional information was reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this spectra penile prosthesis (spp) presented with infection and foreign body in the penile implant. The device was explanted and the patient treated with antibiotics. No additional information was reported.

Manufacturer narrative:
B3 approximated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The spectra cylinder was microscopically inspected. It was found a hole in the distal end of the cylinder from sharp instrument. Based on the information available and analysis results, the allegation relates to infection which is addressed in our labeling and risk documentation.